Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer informed covidien, now medtronic, that replacing the keyboard resolved the issue. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the 840 ventilator's screen lock key became sensitive. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.